Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the exact reason for its failure was unknown. The device caused swelling in their legs. They stated that nothing had been corrected at this time as they were awaiting further healthcare provider appointments. There were no further complications reported as a result of this event.

Event description:
A patient reported their permanent interstim system had not been effective in relieving his symptoms. The patient stated that if anything his symptoms were better with the implantable neurostimulator (ins) off. The patient had not been using therapy for about 2 months. The patient noted he had been getting up 7 to 8 times per night with the ins on. The patient stated he was taking water pills. The patient stated that he was admitted to the hospital for a day and half due to pain in his neck behind his head. The patient stated that he had the ins turned up too high at 5.5 v, so he lowered it to 2.5 v. The patient noted the neck pain had occurred since he was implanted with the interstim system. The patient stated that he could hardly walk due to pain in his left leg behind his kneecap. The patient stated he had the healthcare professional (hcp) look at it, but it was getting worse. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the ¿battery¿ in the patient¿s back had not worked for about 4 years. The patient inquired as to what to do to get it removed and was referred back to their doctor for this. There were no further complications reported or anticipated.